Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui with a hypermobile urethra. It was reported that patient underwent cystoscopic excision of vaginal mesh, cystoscopy, bilateral retrograde pyelograms and cystolitholapaxy on (B)(6) 2013 due to bladder calculus and eroded vaginal mesh.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat incontinence and mesh was implanted. It was reported that patient underwent explantation because the mesh ¿broke loose and was in bladder¿ on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent another mesh removal on (B)(6) 2013 by dr. (B)(6), md at (B)(6) due to stress urinary incontinence.